Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A technical service associate reported on behalf of the customer that on an unspecified date, an a2114 mayfield infinity xr2 skull clamp had slipped and the patient had a laceration during an unspecified procedure. Additional information was received on 18jun2018 indicating that the head clamp was placed on a (B)(6) female patient by a resident physician and when he went to turn the patient to the prone position, the clamp slipped. When the patient was then turned to a supine position, a gash of approximately four (4) inches needed to be sutured. Additional follow-up information was received on 22jun2018 indicating that the device was used on a posterior craniotomy surgery and the estimated surgery delay was 30 minutes since the patient had to be put back to a supine position on the stretcher to suture the head up. The patient was then placed back in the prone position with the head clamp. The patient was seen the next day and was reported to be doing fine.

Manufacturer narrative:
The product was not sent in to the manufacturer for evaluation. The DHR review could not be performed as the lot number was not provided. Sampling plan was reviewed and acceptable. Device was 100% tested prior to final acceptance. The complaint was not confirmed. The root cause to the end user's experience could not be determined.